Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 29-may-2009. Due to the age of the device, the customer was provided literature stating that the device was no longer supported and has reached end of life. The video monitor was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, nine (9) years, caused or contributed to the event. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor and glidescope pgvl video baton 3-4, the image would disappear when the monitor was bumped. The procedure was completed with the device with no delay in the procedure. No harm to the patient or user was reported.